Event description:
Painful erythema (rash erythematous). A pt with a history of viral hepatitis type c since 1988, was diagnosed with hepatocellular carcinoma in 12/96 and was treated with transarterial embolization (tae) with farmorubicin 60 mg/day on 3/14/97 for the tumor of the right lobe of liver without any adverse event. On 5/16/97 pt was treated with tae for the tumor of the left lobe with farmorubicin 30 mg/day and gelfoam. On 5/19/97 pt developed painful erythema with bullae on the skin of upper abdominal wall (sharply circumscribed scarlet-colored, irregular infiltrated erythema of the size of about 4 cm with several bullae in the central part). External application of steroids abated pain and erythema in a week, but its central part was ulcerated ( 1 cm size). The ulcer did not completely recover six months later, and a fistula of about 2 cm in depth was observed: it required surgical treatment on 12/24/97. Histopathological findings showed necrosis and fibrosis in the subcutaneous tissue. The pt was considered completely recovered from the event on 6/9/00. The reporting physician assessed the event as non serious, while the co assessed it as serious for medical judgement and hospitalization (the pt was hospitalized for surgical treatment). The reporting physician assessed that the hepatic falciorm artery seemed to be responsible for the cutaneous complications of tae procedures. It was considered that the event might have been caused by blood flow changed by tae therapy for the underlying carcinoma. Therefore both farmorubicin and tae could be considered associated to the event. Inside diameter of artery also seemed to be another factor related to developing cutaneous complications. Also the pt's past history of surgery for ileus at age of 20 might have a relationship to the event. Case comment: the authors consider that both the association of farmorubicin and gelfoam and the tae can be considered associated to the event. The co agrees. C1. Name (cont) suspect medication #1: (epirubicin hydrochloride) g3. Report source literature description - journal: skin research. Author: k kumano et al. Title: a case of painful erythema on upper abdominal wall after hepatic transcatheter arterial embolization volume: 42(1) year: 2000 pages: 49-53.